Manufacturer narrative:
The device was received in a used and damaged condition. Upon examination, it was noted that approximately 11 cm of the distal portion of the sheath had separated, but remained partially intact by the exposed coil. This product group is inspected 100% for bends, kinks, proper securement of proximal fittings and other surface imperfections prior to transport. A minimum break force of 3.37 lb for sheaths 5.0 french and larger, has been verified through design verification testing. In addition, the instructions for use (IFU) cautions the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight. We are aware of the potential for occurrence regarding material separation, and previously issued corrective action based on prior similar complaints. At this time, we do not know the exact cause of the difficulty encountered. However, we have notified the appropriate individuals, and we will continue to monitor for similar events.

Event description:
During a runoff procedure in early 2009, on a male pt who had several silverhawk procedures performed in the past and had very fragile vessels, the physician was retrieving the sheath (post placement of a zilver stent) and it completely stretched and fell apart. The physician had delivered an iliac stent through a balkin sheath. The sheath was stuck in the vessel so, it required some force to withdraw it. Pt was not harmed.